Event description:
Comes off - oral-b. [Device breakage] bottom comes loose...loose inside the mouth - oral-b. [Device connection issue] case narrative: 83-year-old male consumer via phone stated that the bottom of the oral-b toothbrush head came loose inside his mouth and came off of the oral-b toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.